Event description:
It was reported that during a laparoscopic esophagectomy procedure, the staples were malformed. Additional suture was performed. There were no adverse consequences for the patient. No device is being returned.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. (B)(4). The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.